Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The unknown reporter disconnected the call before troubleshooting was completed and it is not possible to call her back. It is unknown when the alleged product issue began. The reporter stated that the patient obtained a result of "555 mg/dl" using the subject meter compared to feelings/normal results. It is unknown how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed the patient developed unknown symptoms (date/time not provided) and she took him to a fire house for unknown non-hcp treatment (date/time not provided). At the time of troubleshooting, the csr noted that the reporter was unable/unwilling to state if the subject meter was set to the correct unit of measure setting, whether a walk-through control solution test was in range or if the test strips had not expired, been open for longer than the discard date or stored improperly. No replacement products could be sent to the patient. Based on the information provided, this complaint is being reported because although the reporter did not provide any information regarding the patient's symptoms or treatment, an adverse event cannot be ruled out.